Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 32mm annuloplasty ring in the tricuspid position, the ring was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that post implant of this annuloplasty ring, transesophageal echocardiogram (tee) revealed tricuspid regurgitation due to right ventricular dilation and leaflet tethering. The physician elected to replace the valve. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.